Event description:
The patient has two leads (for off-label use). It was reported the leads are no longer providing adequate coverage. It was also reported the patient experiences intolerable pain when stimulation is on. An sjm representative attempted to troubleshoot the issue to no avail. An impedance check revealed no anomalies. The patient will meet with her doctor to discuss the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.